Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had multiples falls and their leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H6-the health clinical code should have been 4582 - no clinical signs, symptoms or conditions rather than 2388 - inadequate pain relief. The health impact code should have been 4605 - disruption of subsequent medical procedure rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure.

Event description:
Additional information indicated patient had effective therapy. The patient was unable to enter MRI mode; therefore, both leads were replaced.